Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our (B)(4) affiliate, during implant of a 29mm sapien 3 valve in the aortic position, the balloon ruptured. The valve was deployed well. The balloon and delivery system were removed with some difficulties through the sheath. Upon removal of the delivery system, visual inspection of the device was performed and the balloon was torn and it was felt that part of the balloon was missing and ¿probably¿ remained in the patient. A CT was performed but it was not possible to identify the missing part of the balloon. There was no injury to the patient and good result of tavi with no vascular trauma during retrieval. The patient was discharged home. The device will be returned to edwards for evaluation.

Manufacturer narrative:
To date, despite multiple investigational attempts, it was not possible to obtain additional details regarding this tavr procedure (i.e. Intra-procedural imagery and patient status). The commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed the working length of the inflation balloon was missing (not returned), and two breaks on the flex shaft approximately 21¿ and 29¿ from the flex tip (potentially from returned packaging). No abnormalities were observed. Functional testing was unable to be performed due to the condition of the returned device (balloon separated). Dimensional testing was performed on the wall thickness along the edge of the returned proximal inflation balloon and was found to be in within specification. During balloon manufacturing, the balloon was 100% inspected for the following: fish eyes, crow¿s feet, deformation, gel spots and contamination, working length, balloon diameter, proximal and distal leg ids, proximal leg od, and double wall thickness measurements. The delivery system is 100% leak tested before final quality inspection. Post leak testing, the balloon covers and inflation balloon are inspected for damaged. During manufacturing, the crimp balloon and inflation balloons are 100% visually inspected by both manufacturing and quality for distorted/pinched folds. During the inspection, the balloon cover is removed as needed and replaced after inspection. Additionally, sample devices from the lot underwent product verification (pv) testing and were inspected for physical defects. In addition, the inflation balloon burst pressure test was performed and the lot was found to be within specification. Inspections during the manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. A device history records review did not reveal any issues that could have contributed to the reported events. A review of lot history for work order revealed no other similar complaints. The complaints for balloon burst and balloon separated were confirmed based on the condition of the returned device. However, no manufacturing non-conformities were identified during the engineering evaluation, as the balloon wall thickness was found to be within specification. Review of complaint history revealed that the balloon burst was likely caused by patient factors (calcification). A detailed root cause analysis for similar returned balloon burst complaints has been written and summarized in an edwards lifesciences technical summary. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus (calcified nodules within the aortic annulus can impinge on the balloon during inflation, thus compromising the balloon wall structure even at a low inflation pressure), as well as outlining the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). Analyses of these types of ruptures indicates that they are typically caused by interaction with calcification in the annulus. However since patient anatomical information was not provided, a definite root cause for the balloon burst could not be determined at this time. Available information therefore suggests procedural factors (withdrawal of burst balloon) caused the balloon separation. As reported, ¿the balloon and delivery system were removed with some difficulties through the sheath¿. The procedural training manual instructs when removing a ruptured balloon out of the patient to ¿take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath)¿ and to ¿not use excessive force¿. It is possible that excessive force was used during withdrawal into the esheath, which caused the balloon separation. However, a definite root cause could not be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. The complaints for balloon burst and balloon separated were confirmed; however, no manufacturing non-conformities were identified during the engineering evaluation. In this case, available information suggests that patient and/or procedural factors may have contributed to the complaint. However, other potential contributing factors are unknown as limited clinical information was provided. It should be noted that, in this case, the delivery system was removed without surgical intervention and balloon material was noted as missing upon removal, but was unable to be found via CT. There was no reported patient injury due to the possible missing balloon pieces. No labeling or IFU inadequacies were identified and review of complaint history revealed that the occurrence rate does not exceed the january 2018 control limits for respective trend categories. Therefore, no corrective or preventative action is required at this time.

Manufacturer narrative:
Imaging was uploaded and reviewed by an engineer. The review does not change any findings from the original engineering evaluation. The complaints for balloon burst and balloon separated were confirmed.

Manufacturer narrative:
Reference (B)(4).